Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant product: product ID 37602, serial # (B)(4), implanted: (B)(6) 2012, product type implantable neurostimulator.

Event description:
The patient reported communication issues with the left implantable neurostimulator (ins) on date notified, and that they are seeing a black flashing triangle with a picture of their ins on the patient programmer (pp). It was reviewed that this means the ins is currently off, with the patient confirming that they shut off both inss on (B)(6) for an EKG and have been having a return of symptoms since, with the right ins showing as on/ok. Therapy was then turned back on with the patient noting they felt a shock and stimulation going through their left hand as a result. However, after therapy was turned back on the patient's left hand was feeling much better. Follow up with the healthcare professional (hcp) is to be conducted. No further complications are anticipated. The patient's indication for implant is movement disorders.